Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a one link catheter set would not flow. The set was connected to an unknown extension set and was hooked up to a sigma spectrum pump at the time of the event. During the infusion the pump alarmed for an occlusion. The nurse attempted to switch pumps, but this did not resolve the no-flow condition. The line was reported to return blood and flush without issue. However, when the set was unhooked from the pump and was ran on gravity it failed to flow. The extension set was then removed and the set was connected directly to the angiocath, which allowed the fluids to infuse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.